Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was defective. The shooter could not be advanced. The technician advanced the lens for the doctor but noticed a lot of resistance. She informed the doctor of the resistance and then handed the device to the doctor. The doctor also felt resistance and felt uncomfortable using the device. The surgeon decided not to use the product. The product was stuck in the cartridge and did not have any patient contact. The technician pushed the iol thru in the sterile field. When they examined the iol under a microscope, they noticed a scratch. They cannot tell if the scratch was already there prior to advancing the lens. The procedure was completed with a backup lens of the same model and diopter. There were no complications such as a capsule tear, vitrectomy incision enlargement or sutures. The patient is doing well. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: declined to answer due to patient privacy concerns. Section b3, date of event: unknown, not provided. Section d6a, if implanted, give date: not applicable as the product did not contact the eye. Section d6b, if explanted, give date: not applicable as the product did not contact the eye, therefore not explantable. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.